Manufacturer narrative:
The device was returned to olympus and foreign material was found on the forceps raiser; this complaint is most likely the result of insufficient cleaning. During inspection and testing the following was also found: due to a cut on switch #3, water tightness is lost. Due to wear switch #3 did not function. The air water cylinder was discolored, the scope cylinder was discolored, due to nozzle clogging the amount of water contact did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value, adhesive on the bending section cover was detached, the connecting tube had a stain, the connecting tube had a scratch, adhesive around the objective lens was dirty, corrosion found around the arm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps raiser contains foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained due to insufficient reprocessing, however a definitive root cause could not be determined. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the event. Instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.